Event description:
It was reported that a patient with an ingevity right atrial (ra) lead experienced a perforation and subsequent pericardial effusion and hemothorax. This occurred 19 days post-implant and the physician commented that the ra lead had to originally be repositioned multiple times due to unacceptable pacing and sensing parameters during the implant procedure. Surgical intervention was performed and the ra lead was repositioned and remains in service. The patient made a full recovery and there were no additional adverse patient effects reported. This was reported via a literature article regarding the study of lead perforations across multiple hospitals and multiple patients from 2016 to 2020 in the united kingdom. This was one example involving a boston scientific product (ingevity) which was discussed in detail in the "management" section of the article. The nature and details of the other 70 products mentioned in this article involve multiple medical device companies and their model/serial information has not been provided at this time.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that a patient with an ingevity right atrial (ra) lead experienced a perforation and subsequent pericardial effusion and hemothorax. This occurred 19 days post-implant and the physician commented that the ra lead had to originally be repositioned multiple times due to unacceptable pacing and sensing parameters during the implant procedure. Surgical intervention was performed and the ra lead was repositioned and remains in service. The patient made a full recovery and there were no additional adverse patient effects reported. This was reported via a literature article regarding the study of lead perforations across multiple hospitals and multiple patients from 2016 to 2020 in the united kingdom. This was one example involving a boston scientific product (ingevity) which was discussed in detail in the "management" section of the article. The nature and details of the other 70 products mentioned in this article involve multiple medical device companies and their model/serial information has not been provided at this time.